Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tubes are underfilling. The following information was provided by the initial reporter: new hemogard tubes don't have same vacuum slower fill time then conventional stopper.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with bd vacutainer(r) sst" blood collection tubes the tubes are underfilling. The following information was provided by the initial reporter: new hemogard tubes don't have same vacuum slower fill time then conventional stopper.